Event description:
Boston scientific received information that this product was part of a system with a pocket erosion. In addition, increased right ventricular lead impedance measurements were obtained. Reportedly, the patient with this system had been recently accidentally hit in the chest area. Initially, the device was reprogrammed. There were no additional adverse effects reported.

Manufacturer narrative:
Should additional information become available, this event will be updated.